Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of 585mg/dl. The customer stated that he tried to remove the reservoir with no success. Found that the customer's insulin pump had an empty reservoir. No further info was provided.